Event description:
The following was reported to gore on december 11, 2025, from the medidata study database: on (B)(6) 2025, a patient underwent endovascular treatment for a penetrating aortic ulcer in the thoracic aorta, using a gore® tag® thoracic branch endoprosthesis system, with its aortic component in the aortic arch and the side branch in brachiocephalic (innominate) artery. As reported by the principal investigator, on an unknown date after the procedure, the patient was admitted urgently because of a ruptured dissection. Adjunctive procedure was performed where one gore® tag® conformable thoracic stent graft with active control system was implanted in proximal descending thoracic aorta. During this procedure, revascularization with bypass was performed between right common carotid artery and left common carotid artery, and left common carotid artery and left subclavian artery, as well as embolization of left subclavian artery and left common carotid artery. The gore® devices were successfully deployed with the gore® dryseal flex introducer sheath. No signs of infection were observed. On (B)(6) 2025, the patient was diagnosed with the infection of all implanted gore® stent grafts. As reported, the patient was admitted with signs of infection which were uncontrollable. On a positron emission tomography-computed tomography (pet-CT) scan, signs of prosthesis infection were seen. The physicians were unable to determine the exact cause of the infection but indicated that a urinary tract infection, which may have spread to the blood vessels, is a possible cause. The patient was using antibiotic therapy. On (B)(6) 2025, the patient expired. No further information is provided.

Manufacturer narrative:
Updated b5. Updated g3a. Updated h2. Updated h6: replaced c21 with c19. Replaced d16 with d15. A review of the manufacturing records and sterilization records for this device verified the lot met all pre-release specifications and pre-release sterilization specifications. Neither clinical images enabling direct assessment of product performance nor the product itself, which remained implanted, were submitted for evaluation. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. The information provided to gore, regarding the reported infection, cannot be connected to a specific device. Based on the incident description and the subsequent investigation, no further information was identified, we are unable to determine the cause of this incident and assign a root cause. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), possible adverse events and complications that may occur and/or require intervention include but are not limited to: infection (e.g., aneurysm, device or access sites), death.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflect the w. L. Gore internal case number. D10: concomitant medical products: two gore® tag® thoracic branch endoprosthesis and one gore® dryseal flex introducer sheath. The patient referenced in this event file is enrolled in the tgr23-02tb together aortic registry and information regarding this event was gathered from the imedidata rave clinical study database (csd). The database entries were reviewed and the provided information was captured in sections 2 and 3. The investigation is ongoing. Preliminary results are not yet available. The product history records (phr) review is pending. The device remains implanted and therefore, the device investigation is not possible. All findings will be shared in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on (B)(6) 2025, from the medidata study database: on (B)(6) 2025, a patient underwent endovascular treatment for a penetrating aortic ulcer in the thoracic aorta, using two gore® tag® thoracic branch endoprosthesis, one in the aortic arch and one in brachiocephalic (innominate) artery, as well as one gore® tag® conformable thoracic stent graft with active control system in proximal descending thoracic aorta. The gore® devices were successfully deployed with the gore® dryseal flex introducer sheath. No signs of infection were observed. On (B)(6) 2025, the patient was diagnosed with the infection of all implanted gore® stent grafts. As reported, the patient was admitted with signs of infection which were uncontrollable. On a positron emission tomography-computed tomography (pet-CT) scan, signs of prosthesis infection were seen. The physicians were unable to determine the exact cause of the infection but indicated that a urinary tract infection, which may have spread to the blood vessels, is a possible cause. The patient was using antibiotic therapy. On (B)(6) 2025, the patient expired. No further information is provided.